Event description:
It was reported that the patient underwent a device change in early september and presented back to the electrophysiologist because of a lead alert. Right ventricular (rv) lead oversensing and noise was noted and initially reproduced, however; during the lead revision the device was aggressively manipulated under sedation and the noise was not reproducible and the tug test was negative. The physician elected to cap and replace the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg implantable cardioverter defibrillator (ICD)  (B)(6) 2013; 1888tc competitor implantable pacing lead (B)(6) 2008; 4194-88 implantable pacing lead (B)(6) 2008. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lead had high/unstable thresholds. The lead was subsequently explanted due to an infection on the active system.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The criteria for the right ventricular lead integrity alert were met. A lead integrity alert (lia) triggered on (B)(6) 2013 due to meeting the conditions for non-sustained tachycardia (nst) episodes and ventricular short interval counts (v-sic). Three nst and 4 "lead failure predictor" episodes of less than 220 ms v-v cycle were recorded on (B)(6) 2013. Seventy three (73) lifetime v-sic occurred since implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.